Event description:
It was reported that during a rectum resection procedure, the h2tuv alarmed during the procedure. Heard solid tone,changed to use biopolar electronic device. There was no reported pt consequence.